Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute integrity drug eluting stent was implanted in the coronary artery. Post procedure, patient suffered myocardial infarction.

Manufacturer narrative:
Two resolute integrity stents were implanted in the coronary artery (3x38mm and 3.5x38mm). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated event as myocardial infarction. If information is provided in the future, a supplemental report will be issued.